Manufacturer narrative:
Retainer ring = black. The insulin pump p-cap / test reservoir locks in place properly. Insulin pump received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics pcba1 and pcba2 assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify charge battery or power loss due to download difficulties. Insulin pump received with cracked case corner of belt clip rails. The insulin pump p-cap / test reservoir locks in place properly. However, insulin pump tested with reference electronics pcba2, was able to boot up properly with no critical pump error noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery was depleting very rapidly. Battery did not last more than 1 week. Troubleshooting was preformed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.